Event description:
(B)(4) study. Same case as MDR ID 2134265-2014-00055. It was reported that a vessel dissection occurred. In (B)(6) 2013, the patient presented due to chest pressure. Subsequently, the patient was hospitalized and was referred for cardiac catheterization. The 100% stenosis in the right posterior descending artery (r-pda) was treated with angioplasty and the placement of 2.5 mm x 16 mm promus element plus drug eluting stent with the residual stenosis of 0%. The post insertion of runway guide catheter, forte guide wire and multiple attempts with emerge balloon did not restore the flow. Then there was an attempt to deliver the 2.5 mm x 16 mm promus element plus stent which was unsuccessful. Subsequently the lesion was rewired with forte wire and was tried to dilate with the emerge balloon which was abandoned due to the noticeable dissection in the rpl (right posterolateral), site confirmed that the lesion was unable to stent due to the dissection. Th event was considered resolved with residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).